Event description:
The report indicated that at the beginning of the bypass procedure a monolyth oxygenator started to leak. They went off bypass and the unit was changed out. They went back onto bypass and continued without further incident. The pt had no adverse effects from the incident.